Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant when the leads were connected to the device, there was no output. The device was replaced. The patient was fine after the event.

Manufacturer narrative:
Device evaluation should have been checked; MDR-2015-04163-01; correction should have been checked; MDR-2015-04163-02.

Manufacturer narrative:
(B)(4).